Event description:
The customer reported that there was a ma on error message. This error may cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.